Event description:
Tip of the screw driver broke off during use. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and revealed that this article was manufactured according to the specifications. The visual investigation has shown that the tip of the screwdriver is broken as reported. The breakage indicates excessive mechanical force. This complaint has been determined to be invalid.